Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log noted an error code message was recorded. Functional testing included use testing. The pump was powered on and displayed an error code. The pump was opened and the motor current was measured and was within specification. The optical switch and motor were replaced based on the evidence, the complaint was confirmed. The specific root cause was unable to be identified.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code and a constant alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
Additional information received: occurred during testing, no patient involvement.